Event description:
It was reported that the pressure tubing below the vamp became detached from the vamp during use. Reportedly, there were no patient complications or injuries.

Manufacturer narrative:
Evaluation results: our evaluation found that the tubing is completely detached from the solvent bond joint with reservoir. Trace adhesive and etching is visible at most of the tubing bond area. The tubing appears to be bent near the detached joint and was found to be completely broken/snapped off from the sample site bond joint. It appears that the breakage was attributed to packaging. Total number of additional reports: 456. See scanned pages.